Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure (error 23025) was able to be reproduced during sine cycle. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer encountered an 23025 error. The customer was setting up the system with the patient under anesthesia. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and could confirm error 23025 pointing to an encoder fault on right master tool manipulator (mtmr) axis 4. The tse asked the customer to shut down the system and to check the mtmr. The customer was able to move the mtmr freely. The tse asked the customer to cycle the ssc breaker and restart the system, but the error remained. The customer would use the second surgeon console to perform the two surgeries of the day. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that when connected, the console was not ¿recognized¿ by the robot and an error message was displayed. The customer clarified that they could only connect console 1 to the system. Otherwise, no procedures could be performed. The customer had contacted customer support directly. The connections were made before the problem was identified. The issue had appeared when the system was switched on. The customer confirmed that functionality was checked, and the error message was displayed as soon as the system was started up. The procedure was completed with a single console.